Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer got a discrepant flu result for one patient for false positive flu b. Patient treatment was not changed as the dr. Was confident it was the flu. No patient impact was reported. The following information was provided by the initial reporter: customer states 1 patient received discrepant flu results. Customer states patient initially resulted flu b pos, rn reran same cartridge and received invalid result. Patient was recollected and obtained a flu a pos result. Same cartridge was reran and flu b pos was resulted. Hazard, injury or erroneous results details what result did the customer obtain from the bd product? Fp flu b. What result was the customer expecting to obtain (if different from the obtained result) neg flu b. Was this a qc, validation, or proficiency test? Patient testing. Was patient treatment changed as a consequence of the issue with results? Treatment not changed. Dr. Confident it was flu. Did the patient suffer any adverse medical consequences as a result of the change in treatment? None.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor¿ system for rapid detection of flu a+b clia-waved kit the customer got a discrepant flu result for one patient for false positive flu b. Patient treatment was not changed as the dr. Was confident it was the flu. No patient impact was reported. The following information was provided by the initial reporter: customer states 1 patient received discrepant flu results. Customer states patient initially resulted flu b pos, rn reran same cartridge and received invalid result. Patient was recollected and obtained a flu a pos result. Same cartridge was reran and flu b pos was resulted. Hazard, injury or erroneous results details what result did the customer obtain from the bd product? Fp flu b what result was the customer expecting to obtain (if different from the obtained result) neg flu b was this a qc, validation, or proficiency test? Patient testing was patient treatment changed as a consequence of the issue with results? Treatment not changed. Dr confident it was flu did the patient suffer any adverse medical consequences as a result of the change in treatment? None.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive flu b results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate false positive result complaints. An investigation (bhr analysis & retain sample analysis) could not be performed as no batch number was provided. If needed to retest, always collect a fresh sample and use a new cartridge to obtain a valid result. Review of risk management documentation indicates that the potential risk of the reported complaint (false positive) was assessed as severity s3 (reference line # 43) via document ra0002, rev 06. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.